Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm 35 and noted that this alarm occurred before a malfunction alarm. There was no need to complete further troubleshooting, and the customer had not previously reported similar cartridge alarms with this pump.